Event description:
Consumer called to report readings that are not correct. Analysis run on clark error grid using mean avg. Readings (161) vs. Bd readings of (70, 382, 30) yielding data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.